Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Catheter body appeared crushed and torn (rough edges) at the 59cm area with an opening that revealed both leadwires to be broken. There was also adhesive residue and black markings around the area of the damaged catheter body. Note the customer reported that the catheter was bent around the region of the right acromion where the catheter was fixed. Also note the IFU states "precaution: the incidence of complications increases significantly with indwelling periods longer than 72 hours." No visible damage to the windings, balloon or returned syringe observed. Balloon inflation test was performed using returned syringe and tuohy-borst fitting with 1.3 cc air by holding the balloon under water due to the pacing catheter body being broken. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that it became unable to pace due to the wire disconnection on the fourth day of use. Additionally, the catheter was bent around the region of the right acromion where the catheter was fixed. Spontaneous circulation was 40-50 times /minute. There were no patient complications reported.